Manufacturer narrative:
This event occurred in (B)(6). All inform ii meters undergo qc testing every day and must pass before they can be used. The test strips were requested for investigation.

Event description:
The initial reporter complained of discrepant glucose results for 1 neonate patient tested on an accu-chek inform ii system with an unspecified serial number. The patient was initially tested on the inform ii meter at 3:55 a.m. And 4:00 a.m. With results of 2.2 mmol/l. The patient's feeding was increased at this time. At 6:00 a.m. The patient was tested on the inform ii meter from a capillary heel stick with a result of 3 mmol/l and the patient was fed. At 8:45 a.m. The patient was tested on the inform ii meter from a capillary heel stick with a result of 2.6 mmol/l and the patient was fed. At 11:30 a.m. The patient was tested on the inform ii meter from a capillary heel stick with a result of 1.7 mmol/l. A capillary blood gas was drawn at 11:40 a.m. And the result from blood gas was 2.9 mmol/l. The patient was treated via peripheral IV with 10% dextrose. At 1:00 p.m. A venous sample was obtained from the IV initiation site and the result from the inform ii meter was 1.4 mmol/l. A serum sample was sent to the laboratory from the same initiation site and the result was 2.9 mmol/l. At this point, the customer removed the vial of test strips from use. All subsequent test strips produced normal results and the peripheral IV was weaned out. At 3:00 p.m. The result from the inform ii meter from a capillary heel stick was 5.4 mmol/l.

Manufacturer narrative:
The customer's strips were received for investigation. Failure analysis performed indicated that the returned strips had been exposed to humidity, heat or moisture. Questionable results by customer and during testing of the returned strips is caused by strips being exposed to extreme humidity or moisture. The manufacturing area is temperature and humidity controlled to prevent exposing the product to excessive heat or humidity; therefore the strips were exposed outside of roche control. Customer mishandling is the most probable cause of the malfunction. Medwatch fields d10 and h3 were updated.